Event description:
Information was received from a patient representative regarding a patient receiving bupivacaine (unknown dose and concentration) and morphine (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported the patient saw code 0x3886868a on their ptm last night and it said to restart while they were doing a bolus. The caller stated that this morning, they had to do another restart when attempting a bolus as it seemed like the screen was frozen. The caller stated they had to do a restart in the past maybe 3 times in 3 years. The patient stated with the spouse on the call that the ptm sits for a while and takes some time to connect. Additional information was received from a patient representative (caller). It was reported that the caller stated they saw a message that was "red" but was unsure what the verbiage was but that they had to restart the handset. The caller stated the handset froze up and they have to power it all the way off and back on to get it to work again. The caller mentioned calling previously where the agent helped them with clearing info. The caller was walked through how to clear the data and was requested to call back if the issues persisted, worsened, or if they could provide clarification around the message on the handset.

Manufacturer narrative:
Continuation of d10: product ID hh90t01 lot# serial# (B)(6). Implanted: explanted: product type mobile platform product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.